Event description:
Info received indicates the bed is very hard to roll and the brake and steer casters ratchet when in brake.

Manufacturer narrative:
The tech found the casters would lock into brake but would continue to swivel and there were chunks of rubber missing from the caster tire. He replaced the casters to repair the bed.